Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event additionally, a review of the complaint history identified no other complaints reported from this lot. All available information was investigated, the reported device damaged by another device, resulting in a single leaflet device attachment (slda) appears to be due to procedural condition. Lastly, the reported additional therapy/non-surgical treatment was a result of case specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other mitraclip system referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment/ (slda) (00226u219). It was reported that this was a mitraclip procedure performed to treat grade 4 functional mitral regurgitation (mr). The first clip (00226u219) was implanted medial in a2/p2 without issue. To further reduce mr, a second clip (91114u224), was advanced to the mitral valve. While placing the second clip, it interacted with the first implanted clip; causing the clip to detach from the posterior leaflet and remained attached to the anterior leaflet (slda). The second clip was implanted, stabilizing the first clip and mr was reduced to 3. The patient was stable and was discharged. No additional information was provided.